Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported during a regular follow up on (B)(6) 2019 the hcp noticed that electrodes 9, 12, and 14 had high impedances. The hcp stated that despite reprogramming they were unable to target the patient¿s right sided pain at all. It was noted the event was related to the device or therapy and was not related to the implant procedure. It was noted the event was ongoing at the time of the report. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead; product ID: 97791, lot# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the high impedances was not known. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Type of reportable event updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) reported the lead was explanted and replaced on (B)(6) 2019 and returned to the manufacturer. It was noted the issue was resolved without sequelae on (B)(6) 2019. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Device available for evaluation pertains to lead 977a260 5mm compact 1x8 MRI (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
:Concomitant medical products product ID: 977a260 , lot# serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Product ID: 97791, product type: accessory. Analysis of the lead (va1n95w044) found that the conductor was broken at the injex anchor site. If information is provided in the future, a supplemental report will be issued.